Event description:
Medtronic received a report that the tracheostomy tube was reported to have twist lock difficulty. The patient reported the inner cannula was disconnecting as well. Medtronic followed up with the customer and confirmed the customer was properly connecting the inner cannula, however, the at-home customer stated they had re-used the non-reusable inner trach. A probable reason why the inner cannula would not stay secured could have been due to the tube being reused. Medtronic suggested to the patient to discuss with his physician about using another trach tube with a snap lock connector for better retention. There was no patient harm.